Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative reported the generator was floppy in the abdominal pocket. The patient had gained about 15 pounds since implant. This caused discomfort and also caused the sensor to randomly change because the battery changed positions even when he was seated normally. It would rotate forward. It was unknown what led to the event, possibly weight gain. No diagnostics or troubleshooting was done. The patient would be referred to a surgeon for consult for pocket revision. At the time of the report, the issue was not resolved. Surgical intervention was planned but not scheduled. Relevant medical history included chronic low back pain and spinal pain.